Event description:
The reporter stated when the surgeon was advancing a three piece silicone lens, model number aq2003v the haptic was crimped. The event was due to misloading. No patient contact. The cartridge has not been validated with this model lens.